Event description:
A ventilator was returned to the manufacturer for preventive maintenance. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board was found to be contaminated with dirt. The component was cleaned, tested and passed all final testing. Additionally, during the evaluation the device's base enclosure was found to be physically damaged and was replaced to address the issue.